Event description:
It was reported that during a device change-out procedure, an x-ray was performed and an insulation anomaly with externalized conductors was noted on the right ventricular (rv) lead. No electrical anomalies were detected. The rv lead was capped and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of insulation abrasion was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.